Event description:
The battery failed. In testing at philips, it was found to cause an unexpected shutdown.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.